Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned (B)(6) 2018 for evaluation. Performed visual inspection and passed. Performed voltage test and passed. Performing pairing test with nordic bluetooth device and passed. Performed share log review and loss of connection was found. The reported event of a loss of connection was confirmed. The probable cause could not be determined. Exterior physical visual inspection: passed.